Manufacturer narrative:
The exact reason for the failure cannot be determined based on the information provided but may potentially have been caused by a combination of superficial location, lack of securement, and potential lack of hydration of the implant.

Event description:
On 28/feb/2025, dr. (B)(6) informed checkpoint surgical that a device she had implanted had dehisced. No further information was provided; thus, the date of implantation and the date of dehiscence is unknown. The procedure is believed to be a carpal tunnel.